Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock & cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient was on impella 5.5 support and during support, the patient's access site was warm to the touch, tender and the patient's white blood cells were elevated. The plan was to possibly start on antibiotics. Support was continued. Additionally, there was difficultly repositioning the pump. It appeared deep and was unable to retract or advance. The doctor stated they felt like something was wrong with the locking mechanism. Furthermore, the patient had tachyarrhythmia and was shocked a few times. The pump was still deep and they were unable to reposition. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The investigation of positioning issues, infection/sepsis, and vf/vt/af/at has been completed. The cause of the positioning issue, infection, and vt cannot be determined since complaint device not returned for analysis and insufficient clinical data provided.